Event description:
It was reported that 2 of the bd plastipak¿ hypodermic luer-lok¿ syringe had frayed molding defects on the tip. The following information was provided by the initial reporter, translated from polish to english: complaint filed by a patient's parent regarding a frayed syringe tip.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: two photos were provided to our quality team for investigation. Upon visual evaluation, small plastic fibers (flashes) on the tip of of the syringe was observed. A review of the device history was performed for lot 2302059, no deviations or non-conformances related to the reported incident were identified during the manufacturing process. Molding parameters were also reviewed and verified all to be within the validated process limits. Ten retained samples of the same lot were used for additional evaluation. All product was visually inspected, no burrs or flashes on the threading was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is likely the flashes generated during the barrel molding process. A project has been initiated to reduce any reoccurrence of this incident.

Event description:
It was reported that 2 of the bd plastipak¿ hypodermic luer-lok¿ syringe had frayed molding defects on the tip. The following information was provided by the initial reporter, translated from polish to english: complaint filed by a patient's parent regarding a frayed syringe tip.